Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The customer returned one unit 5-16135 et tube, sher-I-bronch, rs, 35 fr for investigation. The et tube was returned with its stylet. The et tube was visually examined with and without magnification. Visual examination of the returned sample revealed that the et tube appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A syringe was filled with air and attached to the valve of the tracheal (white) pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The same process was used to test the bronchial (blue) inflation line. Once again, both the pilot balloon and cuff immediately inflated. The syringe was then removed, and the cuffs and pilot balloons were inspected for leaks. No leaks were detected. The syringe was then reattached to deflate the balloons. All pilot balloons and balloon cuffs were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuffs was made to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. Additionally, the IFU for this product, was reviewed as a part of this complaint investigation. The IFU also states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.